Event description:
It was stated that the customer passed away while wearing the insulin pump. The cause of death was unknown and still under investigation. The medical doctor's office was contacted in an attempt to gather more information, but none was available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.